Manufacturer narrative:
The 2 reported blades involved with this event were returned for evaluation. It was visually confirmed that the blades were broken at the mount. Investigation results indicate that the blades were bent during use as well as potentially coming in contact with other surgical equipment from the wear noted on the teeth of the blades. The IFU's of the handpieces for use with these blades were reviewed and contain warnings against bending of blades as follows: "do not apply excessive pressure, such as bending or prying, with a cutting accessory to prevent fracturing the accessory."

Event description:
It was reported that during a total knee procedure, 2 blades broke. It was also reported that all the broken pieces were retrieved and an x-ray was taken to ensure the broken pieces were not left behind in the patient. It was further reported there was a 10 minute delay as a result of this event. It was also reported that there were no adverse consequences and the procedure was completed successfully.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that during a total knee procedure, 2 blades broke. It was also reported that all the broken pieces were retrieved and an x-ray was taken to ensure the broken pieces were not left behind in the patient. It was further reported there was a 10 minute delay as a result of this event. It was also reported that there were no adverse consequences and the procedure was completed successfully.